Event description:
It was reported that during an iliac dilatation procedure of a very hard calcified lesion, the catheter balloon burst. The catheter got stuck at the tip of the indwelling sheath during removal & when pulling the catheter, the distal tip detached, the sheath did capture the catheter piece inside & using a snare the piece was removed. Replacement products completed the procedure.